Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a cable failure was observed. Therefore, it was determined that the video function did not work properly, and the indicated phenomenon [noisy image] occurred due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the hd autoclavable camera head was noisy. The issue was found when preparing the device for use in a therapeutic laparoscopic procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was occasionally noisy due to a faulty cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.